Event description:
It was reported that patient had reoccurring iliepseas tendon pain. The surgeon replaced the original trident with a trident hemispherical cup with mdm. The surgery was routine.

Manufacturer narrative:
The following other hip devices were also listed in this report: 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# unknown; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# unknown; trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# unknown; delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).